Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's wife reported the hospitalization due to high blood glucose. Caller stated that she had previous called regarding no delivery alarms. The blood glucose reading at the time of the event was 560 mg/dl. Customer was vomiting, irritable and fatigue. Customer unable to hear the no delivery alarms during the night. Diagnosed diabetes ketoacidosis. Customer was hospitalized for two days in ICU, then transferred to medical floor for an additional two days. Customer was released and treating with manual injections. The current blood glucose reading is 360 mg/dl. Customer treated with manual injections. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.